Event description:
Pt reported experiencing persistent high blood glucose, since 2004. Pt stated that, in 2004 their blood glucose monitor read > 600 mg/dl ("hi"), which prompted pt to seek treatment at the hospital. Upon their arrival at the hospital, pt's blood glucose measured 713 mg/dl, and they were diagnosed with diabetic ketoacidosis. Pt was treated with insulin, via injection, as well as an insulin drip. At the time of the report, pt was still in the hospital.